Event description:
The device involved in this MDR report was explanted and returned to the implanting center. Reportedly, the pt died and the device could not be interrogated. Circumstances of the death were not specified.

Manufacturer narrative:
On september 4, 2009 - this event concerns a device that was manufactured used outside the united states. The analysis is pending.